Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer handle broke off. The physician used scissors to split the introducer and liberate the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.